Event description:
The customer reported that prior to use on a pt, the iabp failed to power up. The iabp was rebooted several times and eventually powered up. The iabp was not replaced and therapy was initiated. No pt injury was reported.

Manufacturer narrative:
The company rep upgraded the software on the iabp. The iabp was tested to factory spec. It functioned normally and was returned to the customer. (B)(4).